Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the event could not be determined based on the reported information. Mdrs related to this patient: 2029214-2016-00437 2029214-2016-00852 2029214-2016-00853 2029214-2016-00854.

Event description:
Medtronic received information from a clinical study that a patient experienced stenosis (75-100%) and parent artery occlusion after pipeline implantation. This information was received from review of the patient's five-year follow-up imaging. There were no reports of patient symptoms in relation to this event. The patient also underwent a five-year neurologic exam, which showed that the patient's neurological functions were the same or better than baseline.